Event description:
Right total hip replacement on (B)(6) 2008. She received the depuy total hip pinnacle acetabular cup sz mm 52, the pinnacle metal insert 36mmidx52mmod and the articul/eze metal-on-metal femoral head. In 2008, she began having severe pain in her right groin and hip and numbness in her right hip and leg. She has elevated levels of chromium and cobalt in her blood. Reason for use: fractured right pelvis after motor vehicle accident.